Event description:
Same case as #2134265-2009-01896, 01898, 01900. It was reported, via facility medwatch, that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. As reported by the facility, "pt admitted through ER with evolving inferior mi. Emergent arteriograms reveal lesions of 90% ostial right coronary artery (rca), and 70% proximal to origin of rv branch and 100% just distal to origin of rv branch. Pre-dilation of mild rca with 2.5x5 maverick, and 2.5x24 taxus express2 otw deployed at 15 atm for 15 seconds. A 2.25x16 taxus express2 atom otw was then passed through first stent and deployed just distal to it at 15 atm for 15 seconds. A 2.5x20 taxus express2 otw deployed just proximal to first stent at 15 atm for 15 seconds. All of the stents were then post dilated with a 2.75x20 quantum maverick otw. A 3.0x20 taxus express2 otw stent was then deployed in the ostium of the rca at 18 atm for 15 seconds. Final injections show 0% residual stenosis with brisk distal flow. Arrival to ccu at 0300. Worsening hypotension, bradycardia and v-fibrillation. Pt taken back to cath lab for re-look at 0500. Films reveal 100% total occlusion of previously stented proximal and mid rca. An attempt to pass angiojet unsuccessful. The vessel was then dilated with 3.0x20 quantum maverick otw. An attempt to pass angiojet unsuccessful. Guide catheter exchanged, and thrombectomy performed with angiojet. Following thrombectomy, there was no apparent thrombus. Pt returned to ccu intubated, temporary pacemaker, and iabp in place. Aspirin 325 mg po, heparin bolus and drip per protocol, and plavix 600 mg po given during and prior to first procedure. Repro bolus and drip per protocol started in ccu prior to return to cath lab."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.